Event description:
Balloon trocar tip broke when inserted into patient for laparoscopic port; plastic piece went into patient's abdomen. Pieces were retrieved laparoscopically per dr matthews. Doctor stated retrieval was not a big deal. Broken trocar was replaced and instrument failure form filled out. Trocar was a disposable. Trocar was examined to determine all pieces were retrieved was not a big deal. Broken trocar was replaced and instrument failure form filled out. Trocar was a disposable. Trocar was examined to determine all pieces were retrieved. This case was also scheduled wrong. It was scheduled for open hernia, but patient changed mind after he was at the hospital and wanted laparoscopic procedure.